Manufacturer narrative:
Literature citation: honda, yohsuke et al., "impact of ultra-long second-generation drug-eluting stent implantation¿, the catheterization and cardiovascular intervention, 2016 87 (2) e44-e53. Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-04385. It was reported via literature thrombosis, myocardial infarction and death occurred. This study investigated the safety and prognosis of ultra-long second drug eluting stent (ul-2nd des) implantation in real-world practice. Participants were 1,699 patients (2,763 lesions) who had undergone successful second des implantation; they were assigned to one of three groups: ultra-long 2nd des (ul-des; >50mm, 166 patients, 259 lesions), long second des (l-des; 20-50mm, 758 patients, 1,212 lesions), or short second des (s-dews; <20mm, 745 patients, 1,292 lesions). Devices used included promus, promus element, promus premier and 5 different types of non-bsc stents. It was not indicated which patient complications were related to the specific devices. Outcomes included target lesion revascularization, stent thrombosis, myocardial infarction and death.